Event description:
Medtronic received a report that two pipeline embolization stents failed to open at the distal section. The patient was undergoing treatment of a saccular, unruptured right ica- cavernous segment aneurysm with unknown max diameter and a 3.6mm neck diameter. It was noted the patient's vessel tortuosity was normal. The landing zone was 3.75mm distally and 4.75mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown.  It was reported that two pipeline were prepared per IFU. The physician advanced the device distal to the phenom 27 catheter, positioning it in the straight segment of the m1. Once the tip coil of the pipeline was aligned with the catheter, the physician began deployment, unsheathing approximately one-third of the braid. With little success in opening the distal braid, the physician proceeded to flip the ptfe sleeves. Additional maneuvers were attempted, including deploying more braid, wagging, resheathing, and pushing the delivery wire, but the braid remained constricted. As the distal segment began to trumpet, the physician elected to remove the device, and replaced with same type of device. However, the replacement device also failed, and the procedure could not be completed successfully. The pipelines were not positioned in a bend and was not stuck in the capture coil. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times.  There were no additional steps or other devices required to open the pipelines. The pipelines were resheathed and removed with the microcatheter from the patient. The pipelines were used for an indication that is approved (on-label). The angiographic result post procedure showed that the stent was fully deployed, well opposed, and patent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a cook, scentia distal ica guidewire, medtronic phenom 27 microcatheter, armadillo 7fr guide catheter, terumo medical 7fr sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed with a pipeline device. The cause of the failure to open was not determined. The pipeline had been placed in a vessel bend when it failed to open.